Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a (B)(6) pump powered off without user input. This occurred during power up in the intensive care unit. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. The device was found to be within specification during testing. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition 'turn off' was not verified. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.